Manufacturer narrative:
Physio-control evaluated the device at the failure analysis center and observed that the battery two was melted in the device. The device was tested over a three week period and the root cause of the issue was not determined. Physio-control will be repairing the device. Physio will submit a supplemental report on this event to the FDA as provided.

Event description:
According to the reporter, the device was sitting in ambulance when there was smell of smoke. It was discovered that battery number two was melted in the device. There was no patient use associated with the reported event.